Manufacturer narrative:
The returned device was evaluated and received with the cannula fully deployed, needle retracted, and pink slide visible. Download data indicates that the pod primed and ran for 211 pulses with no alarm, during which time user action was taken in the form of bolus, indicating that the pod had deployed as intended and used to administer insulin. No damage or manufacturing deficiencies were found inside the pod that would result in the cannula failing to deploy as intended. The cannula measured the correct full length according to specification and did not appear damaged. Although no issues were noted with the cannula or needle mechanism, it could not be conclusively determined if the cannula was properly inserted at the infusion site when the device was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320.  18296-eng-aw rev b 06/18. Changing your pod.   Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 311 mg/dl it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. In addition it was reported that the cannula had not properly inserted into the infusion site and once the pod was removed the cannula was found to be bent. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).